Event description:
Customer reported that the serter would not discharge. Customer stated that she had a staph infection at the insertion site and stopped using the serters for a while due to an operation. Blood glucose level was 154 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite-serter. Performed insertion test using a new lab enlite-sensor and rubber skin per IFU 6025427-2341b. Enlite-serter passed per spec. Enlite-serter connect/release properly.